Manufacturer narrative:
One device was returned for repair. There was no prior service history. No reoccurring errors were present in event log. Complaint of bubbled downstream occlusion sensor (dso) seal was confirmed, but the delamination of the dso seal was not confirmed. The dso seal was bubbled up. Device passed verification testing. The manufacturer representative updated software and replaced the dso seal. There were no issues found, and the pump passed all functional tests.

Event description:
It was reported that the device had a bubbled/delaminated downstream occlusion sensor (dso) seal. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.